Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by testing different wall adapters and charging cables, but these efforts were unsuccessful. Consequently, the technical support team decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within ten days.